Event description:
It was reported that a bd¿ ultra-fine ii insulin syringe had foreign matter on the needle tip. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 8mm, 30g syringe in an open blister pack from lot # 7276803. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for foreign matter on needle tip on lot # 7276803. A review of the device history record was completed for batch# 7276803. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Investigation conclusion: the returned syringe was examined under the microscope and exhibited an orange tinted piece of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene mixed with silicone. The foreign material was lost and the cannula point was damaged accidentally during handling of the sample. Sample was forwarded to manufacturing (holdrege) on 04jan2019 for further review. On 04jan2019, holdrege received one (1) 1ml, 8mm, 30g syringe in an opened blisterpack from batch # 7276803. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were unable to be verified, as the originally received foreign material was not long available for visual inspection. It is of note, the material was found to be orange in color during visualization by the initial investigation and returned photos. Root cause description: given the information provided previously in this record, this foreign material, typically called "angel hair" within the manufacturing plant, represents cannula shield material. During the production of a given batch, cannula shields may be transported through a pressurized tubing system called pea-shooting. As a part of this process, parts move along a plastic tube and occasionally small filaments, such as that noted within this returned sample, can be created by this process. These may find their way into any portion of the syringe, however, generally are found on the cannula, usually with some level of silicone (cannula lubrication) involved in maintaining the materials position in the device. While cosmetically undesirable, this material also would undergo the sterilization process and pose more a discomfort issue for the end user, than a health risk, generally. Rationale: as a part of bd's culture of continuous improvement, evaluation of various process and material improvements continues to be discussed within the manufacturing plant regarding foreign matter. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone# (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ ultra-fine ii insulin syringe had foreign matter on the needle tip. There was no report of exposure, serious injury, or medical intervention.